Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a occlusion alarm occurred. The customer's blood glucose level was 270 mg/dl. Reportedly, the customer had been using the cartridge for 5 days. Tandem technical support educated customer on insulin/cartridge labeling. In addition, it was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was determined that the customer did not do the proper air removal technique. Customer declined to further troubleshoot with tandem technical support.